Manufacturer narrative:
The device involved in the event has not been returned for eval. (B)(4).

Event description:
Treatment of an ica aneurysm. It was reported the pipeline was deployed. While removing the pushwire, the distal section broke off and physician was able to retrieve it with a micro snare. No pt injury reported.